Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 100% stenosed mid left anterior descending artery. A 3.0 x 23 mm xience prime was advanced to the lesion when the stent implant dislodged. A snare device was used to remove the dislodged stent. A 2.75 x 23 mm xience prime stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.